Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" inratio: 3.4, lab: 2.5. Testing was performed on (B)(6) 2010. All venipunctures were done immediately after the fingerstick tests and analyzed within 4 hours. Specific patient histories not available.

Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" inratio: 3.8, lab: 2.7. Testing was performed on (B)(6) 2010. All venipunctures were done immediately after the fingerstick tests and analyzed within 4 hours. Specific patient histories not available.

Manufacturer narrative:
Investigation pending.